Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a symphion hysteroscope was tested on (B)(6) 2016. According to the complainant, the pressure sensor on the symphion fluid management accessories was not detected by the controller. The controller was restarted, and the fluid management accessories were replaced multiple times, but the pressure sensor could not be detected by the controller. The symphion hysteroscope was then replaced with another symphion hysteroscope, and the pressure sensor was then able to be detected by the controller. There was no patient nor procedure involved in this event.

Manufacturer narrative:
(B)(4). Investigation results: a symphion hysteroscope was received for analysis. A visual evaluation of the device noted that the outer tube, closing cap, main body, eyepiece, and negative were scratched. The main body of the scope was noted to be dirty and the bonds were washed out. The distal end of the device was deteriorated. Debris was noted constrained within the objective, and the optical system was dirty. A functional evaluation noted that illumination was good. The fluid channel luer adapters were tested with various luer-locks and no abnormalities were found. The reported event could not be confirmed. A review and analysis of all available information was conducted, and, from the information available, a root cause for the event could not be determined. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that a symphion hysteroscope was tested on (B)(6) 2016. According to the complainant, the pressure sensor on the symphion fluid management accessories was not detected by the controller. The controller was restarted, and the fluid management accessories were replaced multiple times, but the pressure sensor could not be detected by the controller. The symphion hysteroscope was then replaced with another symphion hysteroscope, and the pressure sensor was then able to be detected by the controller. There was no patient nor procedure involved in this event.